Event description:
The customer's father reported that the insulin pump had a button error alarm. The customer's father reported that the customer wore the device while playing outside in the heat. Blood glucose level at the time of the incident was 121 mg/dl. The customer's father will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.